Manufacturer narrative:
Technical support explained to the customer that possibly circuit was not hooked up completely or the respiratory therapist was new and was not sure of the ventilator settings. Technical support asked the customer to go thru the extended self test and it passed. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when they started to put the avea ventilator on the patient it seemed to stop flowing gas. The customer confirmed that there was no patient harm reported associated with the reported event.